Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
I'm told patient had total hip done in 2008. Was doing well but recently showed signs of infection. An I/d poly exchange was performed.

Manufacturer narrative:
An additional device was listed as part of this event: catalog: 6260-9-340 40, long description: cocr lfit head 40mm/+8, lot/serial #: mmlpk1. An event regarding infection involving a trident liner was reported. The event was not confirmed. Method and results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for evaluation. Medical records received and evaluation: no patient medical records were available for review. Device history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: there has been no other similar events found for the lot referenced and the sterile lot. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of blood work for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by (B)(4). If devices and/or additional information become available, this investigation will be reopened.

Event description:
I'm told patient had total hip done in 2008. Was doing well but recently showed signs of infection. An I/d poly exchange was performed.